Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the bent port was attributed to scope and it occurred the following sequences. Chipped port or foreign object around port were hooked on to the socket in the scope video connector when connecting to the connector socket. Hooked video connector was inserted further, ports in the video connector socket were pushed and bent. Confirmation of contents described in the instruction manual a description was found in otv-s190 instruction manual. Following this could have prevented the phenomenon to occur. From: important information ¿ please read before use. Do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. From: 6.3 connection of an endoscope: confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. Confirm that the video connector of the video scope / camera head are not damaged. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The legal manufacturer provided the following recommendations: the phenomenon, bent port, was repeatedly caused by the user¿s handling. The following feedback must be given to the customer. Please make sure that the connector pins are not damaged before connecting scope. Please do not push scope forcefully to the video connector socket.

Manufacturer narrative:
As part of investigation, the technical assistance center (tac) assisted the customer with troubleshooting. The customer attempted use other cyf-v2 scopes with the video system and the same issued occurred. Tac researched the setting for the pvp and called the customer back to continue troubleshooting. The customer turned the electric shutter to on in the user settings ¿basic bright tab¿ but this did not resolve the issue and tac instructed the customer to put the video system back to its original settings. The customer was using a video scope and tac instructed the customer to select the user setting for video scope and call it in the otv-s190. The customer reported that there was no image observed. The customer stated that they were using sdi out from the otv-s190 to the oev-261h monitor. A hd 15 video signal was displayed on the monitor. At this point of the call the customer reported that an olympus sales representative arrived onsite to perform additional troubleshooting. On april 29, 2021, tac performed a follow up call and the customer reported that they are going to send the otv-s190 in for inspection. The cyf-v2 scope works in other processors. The unit was returned to the service center for evaluation. The customer¿s complaint of the unit not working with the model cyf-v2 scope was confirmed. Bent pins were found inside the video connector causing a rolling image with ltf-vh scope. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, there was no scope image on the display when using the cyf-v2 scope with the video system. The customer reported that a laser photo-vaporization of the prostate (pvp) only box would appear on the screen momentarily. There was no patient injury reported.